Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Summary: two pictures were returned for analysis. Upon visual inspection of the pictures, a cardboard box and a overwrap packet of the product could be observed, no samples or broken sutures were noted; therefore, no conclusion could be reach as the sample was not returned for analysis. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the initial procedure? What was being done when the suture broke (removal from package / during passage through tissue? What was used to complete the procedure? What tissue was being approximated or sutured when it broke? Was there any patient consequence?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. This issue is the suture breaks, no problem with the needle. There were no patient consequences were reported.